Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases(fold) and an opening on valve. Leak test and microscopic analysis was performed which identified an opening(crack) in valve, wear abrasion and delamination (<75% partial separation). Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, and a delamination partial of the valve (adhesive failure).

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Reason for reoperation is deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.